Event description:
During attempted deployment, the middle of the stent did not open when the balloon was inflated. When the physician attempted to pull the balloon out of the stent, the stent was dislodged and pulled into the aorta. Approximately 25% of the stent was protruding into the aorta. The physician was able to remove the balloon and insert another manufacturer's low profile coronary balloon. The balloon was inflated at a low atm and pulled back until the stent reached the right iliac artery, where it was fully deployed without further difficulty. The balloon that would not inflate was able to be inflated without difficulty once it was outside the patient.

Manufacturer narrative:
Evaluation: the balloon was returned in a used condition. An examination of the balloon catheter detected two kinks in the shaft of the catheter, at approximately 33cm and 64cm, measuring from the distal tip of the catheter. Further testing found the balloon functioned as designed. Information provided stated that the stent opened resembling the shape of a "dog bone" since the balloon inflated as designed when outside the patient, as stated by the user, it is feasible to say that whatever caused the noted damage may have contributed to the difficulty encountered. We can advise that the instructions for use booklet supplied with the product states: "remove the stent/balloon catheter from the package, remove protective sleeve from distal tip of catheter and inspect the stent to ensure it has not been damaged." This product is inspected to ensure that the balloon properly inflates to the specified parameters, rewraps properly when the negative pressure is applied,to verify that the shaft material is free of bends, kinks, and other surface imperfections, and to verify that the stent has been properly placed on the balloon prior to transport.